Manufacturer narrative:
Reference record: (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a dislocated j tube of more than 30cm. On (B)(6) 2019 while in the hospital for the dislocated j tube, a CT scan revealed peritonitis and an ileus and the patient was treated with unknown intravenous antibiotics. It was unknown if the ileus caused the peritonitis. On (B)(6) 2019, the patient received a whole new tubing system.